Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitors rear response button metallic dome was off center causing them to function intermittently. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.